Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. System check was performed by tandem technical support and there was blockage in the cartridge. Customer replaced the cartridge and resumed insulin therapy. Customers blood glucose was 244 mg/dl.